Event description:
Ous MDR - after an implantation period of about 45 months, oversensing was reported. After the explantation on (B)(6) 2014, a lead abrasion on the is-1 leg of the linox s. Was observed. A complete new system was implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The received iegms and photos were analyzed and confirmed the clinical observation. The lead presented an insulation damage in the pocket area. Thereafter, the lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected in two segments at 17 cm distal to the is-1 connector pin. As a result of the severe deformations of the distal segment, it was not feasible to determine whether all parts of the lead were returned for analysis. Severe abrasion marks were detected along the proximal lead segment. In particular, the insulation was found rubbed through at the connectors as well as at 11.5 cm and 16.5 cm distal to the is-1 connector pin. At this last position the inner conductor coil was found kinked. These insulation damages can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics and location of these damages, it is reasonable to assume that the lead was subjected to severe mechanical stress in the implanted state as a result of the interaction with the ICD can. An exact description how and why this interaction occurred could not be provided, as diagnostic images showing the configuration of the ICD-lead system in the implanted state were not available for analysis. If feasible, it would be of utmost importance for this investigation to received diagnostic x-ray images which could be inspected. Please note, that it is generally recommended to place the lead in the pocket in such a way that the interaction with the generator can is minimised i.e. To wrap the lead around outside the can. This recommendation is independent of the can shape and the can manufacturer. Furthermore, even if these precautions are taken, a lead-can abrasion can not always be avoided. Several factors may contribute to it, as for instance patients that occasionally manipulate their device in the pocket, thus changing the orientation of the lead in relation to the can. Further inspection revealed explantation damages at the distal segment i.e. Cuttings of the insulation, a bent fixation helix and a deformed rv shock coil were noted. The cable to the rv shock coil presented a ductile fracture in this area. These damages resulted from the application of strong pulling forces in the course of the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.